Event description:
It was reported that a patient presented in clinic feeling phrenic nerve stimulation when dislodgement of the ra lead was observed via chest x-ray imaging. The lead was capped on (B)(6) 2017.

Event description:
Information received states that the patient was fine after the procedure.